Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgj777, and no non-conformance's were identified. Investigation summary: unopened samples of product code 8732, lot pgj777 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: how many device had suture breakage issue during this procedure? Unknown. How was the case completed? Opened another box. Device return status/ follow up: returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking when trying to tie knots. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.